Event description:
A report was received that a patient's precision system was explanted due to mrsa infection. The patient exhibited symptoms of drainage at the incision site and a fever of 104 degrees. The physician cleaned and irrigated the site. The patient was given IV antibiotics. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were quarantined and kept by the medical facility, and will not be returned to bsn for evaluation.